Event description:
Patient being assisted by pca utilizing gait belt to transfer to bedside commode. Leg of commode bent causing patient fell to the floor. Patient did not hit his head. Patient sustained a small skin tear under left ear, and scratch under right arm where blood pressure cuff was still attached. Commode taken out of service. Patient weight approx 230 pounds. Commode certified for up to 250 pounds.